Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) cardiac procedure with a thermocool smarttouch sf (stsf) for which biosense webster¿s product analysis lab (pal) identified a lifted electrode at the tip with adhesive residues and foreign material within this electrode, and broken pebax. Initially, it was reported that when the catheter was withdrawn from patient (to switch from arterial to venous sheath), it was noted that blood was found inside the pebax of the catheter. There were no difficulties to manipulate, or malfunction noted during ablation. The customer decided to continue with a new catheter. The procedure was performed successfully without any harm to patient. The foreign material (blood) was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 19-nov-2024, a lifted electrode and a broken pebax were noted. This was assessed as MDR reportable with an awareness date of 19-nov-2024.

Manufacturer narrative:
The product was returned to johnson & johnson medtech for evaluation. Visual inspection was performed following johnson & johnson medtech procedures. Visual inspection revealed a lifted electrode at the tip with adhesive residues, indicating proper manufacturing assembly. Also, foreign material was noted within this electrode, and broken pebax. The fourier transform infrared spectroscopy (ftir) performed, identified the foreign material as a polyether block amide (pebax) compound, directly correlating with the residue composition. No blood residues were detected. The pebax residue is likely linked to the broken pebax. A manufacturing record evaluation was performed for the finished device lot number 31325552l, and no internal action was found during the review. The foreign material inside pebax issue reported by the customer was confirmed during analysis. The potential cause of the broken pebax and electrode lifted could be related to the manipulation of the device during the procedure, however, this cannot be conclusively determined. The electrode lifted observed is unrelated to the reported event. The instructions for use (IFU) contain the following recommendations: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).